Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level above 500 mg/dl with ketones. Cause of elevated bg was unknown. Reportedly, bg was addressed via a manual injection. The customer completed a supply change and resumed insulin delivery on the pump.